Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed for no disposable and wouldn't run. Settings reviewed; pump turned off and tubing clamped. Cassette removed and tubing massaged. Bubbles were present in the cassette tubing. Cassette tapped on hard surface and reattached. Pump alarm returned upon start up. Process repeated and alarm persisted. Pump turned off with tubing clamped near port. This event occurred at the patient's home and was operated by a health professional. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6. Evaluation codes: updated. No product returned to verify or replicate the complaint. No photographic/diagnostic evidence of complaint provided by the customer. Therefore, the customer complaint was not duplicated. Based on review of service history and information provided by the customer we are unable to determine a cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.